Event description:
The patient reportedly experienced severe tinnitus with his device. Testing showed that the device was functioning. The surgeon prescribed medication (type unknown) to treat the tinnitus, however, the problem was not resolved. Surgery to explant the patient's device will be scheduled.